Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had issues with air bubbles in reservoir and tubing. The customer blood glucose level was unknown. Customer stated they fill all the process perfectly so they states that issue was caused by the insulin pump. The device will not be returned for analysis.